Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pt received more medication than intended. At an unspecified time, channel 2 of the device was being used to delivery an unspecified medication. No specific pump programming, pt info or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.